Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x24mm synergy drug-eluting stent was advanced to the lesion. However, during the procedure, it was noted that the stent was lifted. The procedure was completed with another of the same device no patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 24mm stent delivery system (sds) was returned for analysis. The stent was returned separate from the sds device. A visual examination of the crimped stent found stent damage along the entire length of the stent with the exception of three struts on one end. The struts were stretched, misaligned and some bunched. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink in the extrusion 3.8cm distal from the port entry site. No issues with the profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x24mm synergy¿ drug-eluting stent was advanced to the lesion. However, during the procedure, it was noted that the stent was lifted. The procedure was completed with another of the same device no patient complications were reported and the patient's status was good.